Event description:
The customer reported the ac power module will not charge. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reported the ac power module will not charge. There was no reported pt involvement. The customer tested the device with another ac power module and resolve the issue. The customer was provided info on replacing the ac power module. The ac power module was not available for eval.